Event description:
During prep of the device for a cardiopulmonary bypass procedure, the user reported they were having issues with the unit turning on and staying turned on. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval in progress, but not yet concluded.